Manufacturer narrative:
(B)(4).

Event description:
It was reported that the customer attempted to insert the catheter into the epidural needle, but could not due to strong resistance from it. No patient injury.

Manufacturer narrative:
Other, other text: no lot number was provided; therefore, device history record review could not be performed. A product sample was received for evaluation. Visual inspection was performed. Visual inspection found the tip of the needle was deformed. It was confirmed that when the catheter was inserted from the hand of the needle, the catheter did not advance due to the deformation of the needle tip. If the needle tip is bent before use, it is difficult to puncture the patient's skin, so it is highly possible that the needle hits a bone or the like during use and is deformed. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.